Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reer1185 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a rupture in the proximal extension of the catheter. Due to the impossibility to do the maintenance, the patient had to be punctured once again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 2fr s/l per-q-cath catheter and a photograph of the same sample. The returned physical sample rendered a better understanding of the sample state and the photograph yielded no additional understanding of the failure. Light usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed between the 1cm and 2cm depth markings. Microscopic inspection of the leak site revealed a diagonally aligned split. The split exhibited a granular fracture surface. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed longitudinally aligned abrasion damage. The split features and internal catheter wall abrasion were consistent with damage caused by contact between the catheter wall and the inlaid stylet. Such damage can occur if the catheter is not flushed prior to stylet removal and if the stylet is manipulated against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a rupture in the proximal extension of the catheter. Due to the impossibility to do the maintenance, the patient had to be punctured once again.